Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration of partial clip movement. The worsening mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1-2 on an unknown date, the patient returned symptomatic for a follow-up transthoracic echocardiogram (tte) when it was determined that the clip had a single leaflet detachment (slda) of the posterior leaflet. The mr had increased to grade 3. On (B)(6) 2025, the patient returned with grade 3 functional mitral regurgitation (mr) for a secondary mitraclip procedure. During the procedure, an additional mitraclip was successfully implanted to stabilize the initial clip and the procedure was discontinued. The final mr was grade 1. There were no clinically significant delays reported.